Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the catheter was explanted/not replaced on (B)(6) 2019. The device disposition was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was disposed of according to biohazard instructions. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the catheter was explanted/replaced on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial #: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 28-oct-2006, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen 2500 mcg/ml for a total dose of 299.82432 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported that surgical intervention occurred where the catheter was revised/repositioned on (B)(6) 2019 to resolve persistent pain in lower extremities and pelvic area. The hcp stated the repositioning was not due to an adverse event or device issue and was electively done. It was noted that the surgery was not successful in removing pelvic pain. It was noted that the patient has been getting efficacy with their pump however was experiencing pelvic pain. On (B)(6) 2019 a magnetic resonance imaging (MRI) with contrast was performed and the catheter was not at desired location. A second revision was scheduled for (B)(6) 2019. On (B)(6) 2019 they revised the spinal portion and believed the issue has resolved. The outcome of the event was noted as ongoing. The device diagnosis was other catheter pressing on nerve, not optimally placed and the clinical diagnosis was increased, persistent pain in lower extremities. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was possibly related (surgery/ anesthesia). The event date was (B)(6) 2019. No further complications were reported/anticipated.